Manufacturer narrative:
(B)(4). The field service representative (fsr) performed tested the occluder head and could not verify the issue. Logs were downloaded and sent to the manufacturer for further evaluation. The unit operated to the manufacturer¿s specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit was not holding pressure and pressure was dropping. They were able to clamp it off right before the line goes to the occluder to hold the pressure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. No parts will be returned to manufacturer for evaluation. The field service representative (fsr) indicated that the customer has been using the occluder after the issue occurred and have had no problems. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.